Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer¿s blood glucose (bg) level was reading "high" mg/dl with moderate ketones. A correction bolus was delivered to address bg. In addition, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended.